Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested. Inspection revealed that the fuse was blown; the cause could not be determined. To correct the condition, the fuse was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a blown fuse. No additional information is available.